Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of the insulin pump was sticky and non responsive. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was cracked and chunk of plastic missing by belt clip. Customer also stated that diminished battery life from day 1 use, rejected new batteries, lost setting date and time, no low battery warning and no low reservoir warning. The insulin pump will not be returned for analysis.